Event description:
It was that the stimulation from the patient¿s implantable neurostimulator (ins) was turning on and off. The patient stated that they had they ins ¿installed¿ about 5 years ago and it was not performing right. It was noted that the ins was fully charged but was turning on and off. The patient confirmed that the stimulation ¿just feels like it¿s turning on and off¿ and the programmer did not show the device was ¿technically¿ turned off when the issue occurred. The patient stated that, initially, this started happening last night but later noted that they first noticed the problem 2 or 3 nights ago (but had it turned off) and then again last night when they turned it on again. It was noted that the last time they used the therapy was maybe a month ago and it was fine then. The patient stated they only used the therapy when their legs were hurting so they could sleep at night. There were no falls or trauma associated with the event issue. The patient last met with the manufacturer¿s representative 2 or 3 years ago at which time they had the battery read and adjusted. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was also noted that the patient had not seen their managing physician for ¿years¿ and did not have regular checkups with them. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received reported that the manufacturer¿s representative confirmed that the patient had a loss of stimulation. It was noted that high impedances (>10,000 ohms) were seen on one electrode. The representative reprogrammed the patient¿s device without using the affected electrode which ¿fixed the problem¿. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3708120, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3778-45, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708120, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3778-45, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).